Event description:
It is reported that the device was implanted in 2008 and was explanted in 2008, due to drainage.

Manufacturer narrative:
This report will be amended when our investigation is complete.